Event description:
It was reported that approximately a day after this right ventricular (rv) lead was implanted, the patient experienced stimulation. Upon x-ray examination it was suspected that a dislodgement occurred. The patient was hospitalized, and device repositioning was performed. Approximately a week after repositioning, this lead was exhibiting a high pacing threshold, physician will be performing follow-up on the high thresholds next month. No additional adverse patient effects were reported. Additional information was received indicating that the physician explanted and replaced the leads. These leads are not expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that approximately a day after this right ventricular (rv) lead was implanted, the patient experienced stimulation. Upon x-ray examination it was suspected that a dislodgement occurred. The patient was hospitalized, and device repositioning was performed. Approximately a week after repositioning, this lead was exhibiting a high pacing threshold, physician is expected to perform follow-up on the high thresholds next month. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b1: adverse event/product problem.

Event description:
It was reported that approximately a day after this right ventricular (rv) lead was implanted, the patient experienced stimulation. Upon x-ray examination it was suspected that a dislodgement occurred. The patient was hospitalized, and device repositioning was performed. Approximately a week after repositioning, this lead was exhibiting a high pacing threshold, physician will be performing follow-up on the high thresholds next month. The device remains in service. No additional adverse patient effects were reported.